Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with cardiac resynchronization therapy defibrillator (crt-d) had a hematoma. A pocket revision was performed in which erosion was also noted. The lead remains in service. No additional adverse patient effects were reported.